Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter, where the home patient states that the piece found in the patient line was milky white in color. Sample evaluation of a returned sample did not duplicate the problem and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the root cause was not determined.

Event description:
A customer contacted baxter's technical service center reporting an alarm and the home patient (hp) stated a part of the frangible was in his patient line during the initial drain on the homechoice (hc). The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr assisted the hp to end the therapy. The tsr advised the hp to dispose all of the current supplies except the cassette and start over with all new supplies. The tsr arranged for a shipping kit for the cassette. The tsr also informed the hp to call back if he needs assistance to get by initial drain after he restarts the therapy. There was patient involvement but no patient injury or medical intervention reported.